Event description:
Difficult deflation was encountered during a superficial femoral angioplasty procedure via an ipsilateral approach. Partial deflation was achieved and the balloon was removed without incident. Another balloon catheter was used to successfully complete the procedure without patient complications. This device was returned evaluated and retained by this manufacturer. The engineering evaluation indicated the balloon would not deflate following a warm water bath. The shaft was cut and a blockage of contrast was located 28cm proximal to the distal tip. No leaks were noted in the balloon during a bubble test. Directions for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen...the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."